Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Additionally, air bubbles were observed along the infusion set tubing. The customer primed the tubing to resolve the issue. Customer's blood glucose was 138mg/dl.